Event description:
It was reported to boston scientific corporation on the (B)(6) 2011, that a cre balloon dilatation catheter was used during an upper endoscope with dilatation in the esophagus performed on (B)(6), 2011. According to the complaint, as the balloon was attempted to be inflated it started leaking immediately. It was reported that there was a hole in the balloon material. It was confirmed that the balloon did not burst and no pieces detached inside the patient. As well as no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.